Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and prolonged bleeding') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included handicapped child (daughter with special needs). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced rash generalised ("skin rash all over her body"). In (B)(6) 2018, the patient experienced joint swelling ("joint swelling"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding after sexual intercourse") and mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected"). The patient was treated with essure removal in (B)(6) 2018. At the time of the report, the menorrhagia, coital bleeding, rash generalised, joint swelling and mobility decreased was resolving. The reporter considered coital bleeding, joint swelling, menorrhagia, mobility decreased and rash generalised to be related to essure. The reporter commented: around (B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and prolonged bleeding') and device breakage ('left side device removed in 2 pieces') in a 33-year-old female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding on (B)(6) 2015, bloating (oral contraceptive makes her feel bloated.) On (B)(6) 2015, post coital bleeding on (B)(6) 2015, handicapped child (daughter with special needs), constipation (oral contraceptive makes her feel constipated.), low mood (oral contraceptive makes her feel lower mood.), dermatitis, eczema, normal birth and withdrawal bleeding. She was fit and healthy. Previously administered products included for an unreported indication: oral contraceptive. Family history included asthma and hay fever. Concomitant products included ethinylestradiol;levonorgestrel (rigevidon (28)) until (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced post coital bleeding ("bleeding after sexual intercourse"), 6 months 14 days after insertion of essure. In 2016, the patient experienced genital haemorrhage ("two episodes of bleeding that lasted for almost 24 hours"). In (B)(6) 2017, the patient experienced rash ("skin rash all over her body"). On (B)(6) 2017, the patient experienced rash pruritic ("itchy rash / very itchy rash"). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction / allergy symptoms"). On (B)(6) 2017, the patient experienced urticaria ("allergic urticaria"). In 2017, the patient experienced arthralgia ("joint pains ") and peripheral swelling ("swelling of her hands and feet"). In (B)(6) 2018, the patient experienced joint swelling ("swelling of her finger joints / joint swelling"). On (B)(6) 2018, the patient experienced pain in extremity ("thumb pain / the pain has progressed to affect her right thumb"). On (B)(6) 2018, the patient experienced polyarthritis ("suspected inflammatory arthritis / inflammatory arthritis (disease activity score is 4.7) / inflammatory arthritis of wrists, fingers and toes"). On (B)(6) 2018, the patient experienced procedural nausea ("procedural nausea (during essure removal procedure)") and underwent bladder operation ("removal details: bladder drained"). On (B)(6) 2018, the patient experienced wound ("wound care "). On (B)(6) 2019, the patient experienced pruritus ("pruritus") and dry skin ("dry skin"). On (B)(6) 2019, the patient experienced dermatitis ("rash and other nonspecific skin eruption"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("suspected small portion in left tube distally"), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected / she struggles to open jars and bottles and to use a tin opener"), pelvic pain ("pain / localized pain"), coital bleeding ("bleeding after sex / 2 episodes of coital bleeding"), fatigue ("constantly feeling tired") and dyspareunia ("dyspareunia"). The patient was treated with antihistamines, cimetidine, clobetasol propionate (dermol), codeine phosphate, fexofenadine, naproxen, prednisolone, surgery (laparoscopic removal of essure sterilization salpingectomy) and uvb light therapy three times a week for the next 8 weeks. Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, post coital bleeding, rash, joint swelling, mobility decreased, dermatitis, urticaria, rash pruritic, pruritus and dry skin was resolving, the device breakage, complication of device removal, procedural nausea and bladder operation outcome was unknown and the pelvic pain, hypersensitivity, polyarthritis and dyspareunia had resolved. The reporter provided no causality assessment for dyspareunia with essure. The reporter considered arthralgia, bladder operation, complication of device removal, dermatitis, device breakage, dry skin, fatigue, genital haemorrhage, hypersensitivity, joint swelling, menorrhagia, mobility decreased, pain in extremity, pelvic pain, peripheral swelling, polyarthritis, post coital bleeding, procedural nausea, pruritus, rash, rash pruritic, urticaria, wound and coital bleeding to be related to essure. The reporter commented: around (B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative; on (B)(6) 2017: normal; on (B)(6) 2018: lgg levels elevated at 18.9 with polyclonal pattern autoantibody screen, rheumatoid factor and anti-ccp antibodies negative hla 827 negative inflammatory markers normal with esr 13mm/hr. Biochemistry, kidney and liver function normal fbc normal expect slight anemia with hb 113g/l but blood film otherwise normal. Blood immunoglobulin g - on (B)(6) 2017: 16.63 g/l - range: 6.0-16.0. Rheumatoid factor - on (B)(6) 2018: negative. Scan - on (B)(6) 2016: was nad. Skin test - on (B)(6) 2019: nickel sensitivity was negative. Smear cervix - in (B)(6) 2014: borderline change but was hpv negative.; on (B)(6) 2016: bi-manual examination appeared the cervix normal.; on (B)(6) 2016: normal vagina and cervix with no obvious source for bleeding; candida but no symptoms.; in (B)(6) 2016: redness of the cervix and vagina but nil else obvious and a swab taken has been reported as nad again.; on (B)(6) 2016: culture: no bacterial growth candida sp. Isolated; neisseria gonorrheae not isolated. X-ray - on (B)(6) 2018: normal (hands and feet).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received. New reporter was added. Essure placement date was updated to 01-oct-2015. New event was added: left side device removed in 2 pieces. Suspected small portion in left tube distally we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and prolonged bleeding') in a 34-year-old female patient who had essure (batch no. D30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included handicapped child (daughter with special needs). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced rash ("skin rash all over her body"). In (B)(6) 2018, the patient experienced joint swelling ("joint swelling"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding after sexual intercourse"), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected") and pelvic pain ("pain"). The patient was treated with surgery. Essure was removed in (B)(6) 2018. At the time of the report, the menorrhagia, coital bleeding, rash, joint swelling and mobility decreased was resolving and the pelvic pain outcome was unknown. The reporter considered coital bleeding, joint swelling, menorrhagia, mobility decreased, pelvic pain and rash to be related to essure. The reporter commented: around april/(B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative. Most recent follow-up information incorporated above includes: on 10-jun-2020: reporter, lot number (d30801) and event pain added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and prolonged bleeding') in a 34-year-old female patient who had essure (batch no. D30801) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included handicapped child (daughter with special needs). On (B)(6)2015, the patient had essure inserted. In (B)(6)2017, the patient experienced rash ("skin rash all over her body"). In (B)(6)2018, the patient experienced joint swelling ("joint swelling"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding after sexual intercourse"), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected") and pelvic pain ("pain"). The patient was treated with surgery. Essure was removed in (B)(6)2018. At the time of the report, the menorrhagia, coital bleeding, rash, joint swelling and mobility decreased was resolving and the pelvic pain outcome was unknown. The reporter considered coital bleeding, joint swelling, menorrhagia, mobility decreased, pelvic pain and rash to be related to essure. The reporter commented: around (B)(6)2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6)2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6)2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('heavy and prolonged bleeding') and device breakage ('left side device removed in 2 pieces') in a 33-year-old female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding on (B)(6) 2015, bloating (oral contraceptive makes her feel bloated.) On (B)(6) 2015, post coital bleeding on (B)(6) 2015, handicapped child (daughter with special needs), constipation (oral contraceptive makes her feel constipated.), low mood (oral contraceptive makes her feel lower mood.), dermatitis, eczema, normal birth and withdrawal bleeding. She was fit and healthy. Previously administered products included for an unreported indication: oral contraceptive. Family history included asthma and hay fever. Concomitant products included ethinylestradiol;levonorgestrel (rigevidon (28)) until (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced post coital bleeding ("bleeding after sexual intercourse"), 6 months 3 days after insertion of essure. In 2016, the patient experienced genital haemorrhage ("two episodes of bleeding that lasted for almost 24 hours"). In (B)(6) 2017, the patient experienced rash ("skin rash all over her body"). On (B)(6) 2017, the patient experienced rash pruritic ("itchy rash / very itchy rash"). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction / allergy symptoms"). On (B)(6) 2017, the patient experienced urticaria ("allergic urticaria"). In 2017, the patient experienced arthralgia ("joint pains ") and peripheral swelling ("swelling of her hands and feet"). In (B)(6) 2018, the patient experienced joint swelling ("swelling of her finger joints / joint swelling"). On (B)(6) 2018, the patient experienced pain in extremity ("thumb pain / the pain has progressed to affect her right thumb"). On (B)(6) 2018, the patient experienced polyarthritis ("suspected inflammatory arthritis / inflammatory arthritis (disease activity score is 4.7) / inflammatory arthritis of wrists, fingers and toes"). On (B)(6) 2018, the patient experienced procedural nausea ("procedural nausea (during essure removal procedure)") and underwent bladder operation ("removal details: bladder drained"). On (B)(6) 2018, the patient experienced wound ("wound care "). On (B)(6) 2019, the patient experienced pruritus ("pruritus") and dry skin ("dry skin"). On (B)(6) 2019, the patient experienced dermatitis ("rash and other nonspecific skin eruption"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), complication of device removal ("suspected small portion in left tube distally"), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected / she struggles to open jars and bottles and to use a tin opener"), pelvic pain ("pain / localized pain"), coital bleeding ("bleeding after sex / 2 episodes of coital bleeding"), fatigue ("constantly feeling tired") and dyspareunia ("dyspareunia"). The patient was treated with antihistamines, cimetidine, clobetasol propionate (dermol), codeine phosphate, fexofenadine, naproxen, prednisolone, surgery (laparoscopic removal of essure sterilization salpingectomy) and uvb light therapy three times a week for the next 8 weeks. Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, post coital bleeding, rash, joint swelling, mobility decreased, dermatitis, urticaria, rash pruritic, pruritus and dry skin was resolving, the device breakage, complication of device removal, procedural nausea and bladder operation outcome was unknown and the pelvic pain, hypersensitivity, polyarthritis and dyspareunia had resolved. The reporter provided no causality assessment for dyspareunia with essure. The reporter considered arthralgia, bladder operation, complication of device removal, dermatitis, device breakage, dry skin, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, joint swelling, mobility decreased, pain in extremity, pelvic pain, peripheral swelling, polyarthritis, post coital bleeding, procedural nausea, pruritus, rash, rash pruritic, urticaria, wound and coital bleeding to be related to essure. The reporter commented: around april/(B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative; on (B)(6) 2017: normal; on (B)(6) 2018: lgg levels elevated at 18.9 with polyclonal pattern autoantibody screen, rheumatoid factor and anti-ccp antibodies negative hla 827 negative inflammatory markers normal with esr 13mm/hr. Biochemistry, kidney and liver function normal fbc normal expect slight anemia with hb 113g/l but blood film otherwise normal. Blood immunoglobulin g - on (B)(6) 2017: 16.63 g/l - range: 6.0-16.0. Rheumatoid factor - on (B)(6) 2018: negative. Scan - on (B)(6) 2016: was nad. Skin test - on (B)(6) 2019: nickel sensivity was negative.. Smear cervix - in (B)(6) 2014: borderline change but was hpv negative.; on (B)(6) 2016: bi-manual examination appeared the cervix normal.; on (B)(6) 2016: normal vagina and cervix with no obvious source for bleeding; candida but no symptoms.; in (B)(6) 2016: redness of the cervix and vagina but nil else obvious and a swab taken has been reported as nad again.; on (B)(6) 2016: culture: no bacterial growth candida sp. Isolated; neisseria gonorrheae not isolated.. X-ray - on (B)(6) 2018: normal (hands and feet). Batch no: d30801, production date: 2014-11-05, and expiration date: 2017-11-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and prolonged bleeding') in a 33-year-old female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding on (B)(6) 2015, bloating (oral contraceptive makes her feel bloated.) On (B)(6) 2015, post coital bleeding on (B)(6) 2015, handicapped child (daughter with special needs), constipation (oral contraceptive makes her feel constipated.), low mood (oral contraceptive makes her feel lower mood.), dermatitis, eczema, normal birth and withdrawal bleeding. She was fit and healthy. Previously administered products included for an unreported indication: oral contraceptive. Family history included asthma and hay fever. Concomitant products included ethinylestradiol;levonorgestrel (rigevidon (28)) until (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced post coital bleeding ("bleeding after sexual intercourse"), 6 months 3 days after insertion of essure. In 2016, the patient experienced genital haemorrhage ("two episodes of bleeding that lasted for almost 24 hours"). In (B)(6) 2017, the patient experienced rash ("skin rash all over her body"). On (B)(6) 2017, the patient experienced rash pruritic ("itchy rash / very itchy rash"). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction"). On (B)(6) 2017, the patient experienced urticaria ("allergic urticaria"). In 2017, the patient experienced arthralgia ("joint pains ") and peripheral swelling ("swelling of her finger joints / joint swelling of her hands and feet"). In (B)(6) 2018, the patient experienced joint swelling ("joint swelling"). On (B)(6) 2018, the patient experienced pain in extremity ("thumb pain / the pain has progressed to affect her right thumb"). On (B)(6) 2018, the patient experienced arthritis ("suspected inflammatory arthritis / inflammatory arthritis (disease activity score is 4.7) / inflammatory arthritis of wrists, fingers and toes"). On (B)(6) 2018, the patient experienced procedural nausea ("procedural nausea (during essure removal procedure)") and underwent bladder operation ("removal details: bladder drained"). On (B)(6) 2018, the patient experienced wound ("wound care "). On (B)(6) 2019, the patient experienced pruritus ("pruritus") and dry skin ("dry skin"). On (B)(6) 2019, the patient experienced dermatitis ("rash and other nonspecific skin eruption"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected / she struggles to open jars and bottles and to use a tin opener"), pelvic pain ("pain"), coital bleeding ("bleeding after sex / 2 episodes of coital bleeding") and fatigue ("constantly feeling tired"). The patient was treated with antihistamines, cimetidine, clobetasol propionate (dermol), codeine phosphate, fexofenadine, naproxen, prednisolone, surgery (laparoscopic removal of essure sterilization salpingectomy) and uvb light therapy three times a week for the next 8 weeks. Essure was removed on 4-dec-2018. At the time of the report, the menorrhagia, post coital bleeding, rash, joint swelling, mobility decreased, dermatitis, urticaria, rash pruritic, pruritus and dry skin was resolving, the pelvic pain, procedural nausea and bladder operation outcome was unknown and the arthritis had resolved. The reporter considered arthralgia, arthritis, bladder operation, dermatitis, dry skin, fatigue, genital haemorrhage, hypersensitivity, joint swelling, menorrhagia, mobility decreased, pain in extremity, pelvic pain, peripheral swelling, post coital bleeding, procedural nausea, pruritus, rash, rash pruritic, urticaria, wound and coital bleeding to be related to essure. The reporter commented: around (B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative; on (B)(6) 2017: normal; on (B)(6) 2018: lgg levels elevated at 18.9 with polyclonal pattern autoantibody screen, rheumatoid factor and anti-ccp antibodies negative hla 827 negative inflammatory markers normal with esr 13mm/hr. Biochemistry, kidney and liver function normal fbc normal expect slight anemia with hb 113g/l but blood film otherwise normal. Blood immunoglobulin g - on (B)(6) 2017: 16.63 g/l - range: 6.0-16.0. Rheumatoid factor - on (B)(6) 2018: negative. Scan - on (B)(6) 2016: was nad. Skin test - on (B)(6) 2019: nickel sensivity was negative. Smear cervix - in (B)(6) 2014: borderline change but was hpv negative.; on (B)(6) 2016: bi-manual examination appeared the cervix normal.; on (B)(6) 2016: normal vagina and cervix with no obvious source for bleeding; candida but no symptoms.; in (B)(6) 2016: redness of the cervix and vagina but nil else obvious and a swab taken has been reported as nad again.; on (B)(6) 2016: culture: no bacterial growth candida sp. Isolated; neisseria gonorrheae not isolated.. X-ray - on (B)(6) 2018: normal (hands and feet). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: new 7 reporters were provided (health care professionals), indication of essure, medical history, historical drugs, family history, results of laboratory exams, concomitant drugs, drugs to treat adverse events. New adverse events were provided: episodes of genital bleeding, itchy rash, allergic reaction, allergic urticaria, joint pains, joint swelling of her hands and feet, thumb pain, inflammatory arthritis, procedural nausea , removal details: bladder drainage, wound, pruritus, dry skin, rash and other nonspecific skin eruption, lots episodes of post coital bleeding and fatigue. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy and prolonged bleeding") and device breakage ("left side device removed in 2 pieces /right side in 2 pieces") in a 33 year-old female patient who had essure inserted (lot no. D30801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("suspected small portion in left tube distally"). The patient had a medical history of post coital bleeding, bloating (oral contraceptive makes her feel bloated.) And vaginal bleeding in 2015 and anaemia, withdrawal bleeding, normal birth, eczema, dermatitis, low mood (oral contraceptive makes her feel lower mood.), constipation (oral contraceptive makes her feel constipated.) And handicapped child (daughter with special needs). She was fit and healthy. Previously administered products included: oral contraceptive nos. The patient had a family history of asthma and hay fever. Concurrent conditions were listed as menorrhagia and miscarriage (heavy bleed and passed clots ¿ treated for uti, sexual health clinic tests all negative.). The only concomitant product mentioned was rigevidon (28) (ethinylestradiol;levonorgestrel) for contraception until (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 185 days after essure insertion, she experienced post coital bleeding ("bleeding after sexual intercourse"). In 2016 she experienced genital haemorrhage ("two episodes of bleeding that lasted for almost 24 hours"). In (B)(6) april 2017 she experienced rash ("skin rash all over her body"). On (B)(6) 2017 she experienced rash pruritic ("itchy rash / very itchy rash"). On (B)(6) 2017 she experienced allergy to metals ("allergic reaction / allergy symptoms /nickel allergy"). On (B)(6) 2017 she experienced urticaria ("allergic urticaria"). In 2017 she experienced arthralgia ("joint pains /suspected inflammatory arthritis/ pain and swelling in her joints") and peripheral swelling ("swelling of her hands and feet"). In (B)(6) 2018 she experienced joint swelling ("swelling of her finger joints / joint swelling"). On (B)(6) 2018 she experienced pain in extremity ("thumb pain / the pain has progressed to affect her right thumb"). On (B)(6) 2018 she experienced polyarthritis ("suspected inflammatory arthritis / inflammatory arthritis (disease activity score is 4.7) / inflammatory arthritis of wrists, fingers and toes"). On (B)(6) 2018 she experienced procedural nausea ("procedural nausea (during essure removal procedure)") and underwent bladder operation ("removal details: bladder drained"). On (B)(6) 2018 she experienced wound ("wound care "). On (B)(6) 2019 she experienced pruritus ("pruritus") and dry skin ("dry skin"). On (B)(6) 2019 she experienced dermatitis ("rash and other nonspecific skin eruption"). At an unknown time, she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected / she struggles to open jars and bottles and to use a tin opener"), pelvic pain ("pain / localized pain"), coital bleeding ("bleeding after sex / 2 episodes of coital bleeding /. Abnormal bleeding (post-coital)"), fatigue ("constantly feeling tired"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain lower ("pain, including chronic pain;"). The patient was treated with antihistamines, prednisolone, cimetidine, fexofenadine, dermol [clobetasol propionate], naproxen and codeine phosphate as well as surgery (bilateral laparoscopic removal of devices) and non-drug therapy (uvb light therapy three times a week for the next 8 weeks). At the time of the report, the heavy menstrual bleeding, post coital bleeding, rash, joint swelling, mobility decreased, dermatitis, urticaria, rash pruritic, pruritus and dry skin were resolving and the pelvic pain, allergy to metals, polyarthritis and dyspareunia had resolved. The outcomes for device breakage, procedural nausea, bladder operation, hypersensitivity and abdominal pain lower were unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, bladder operation, post coital bleeding, coital bleeding, dermatitis, device breakage, dry skin, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, joint swelling, mobility decreased, pain in extremity, pelvic pain, peripheral swelling, polyarthritis, procedural nausea, pruritus, rash, rash pruritic, urticaria and wound to be related to essure administration. No causality assessment was received for essure with regard to dyspareunia. The reporter commented: around (B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Discrepancy noted : product insertion date updated from (B)(6) 2015 to (B)(6) 2015 3 coils on left 2 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: normal; on (B)(6) 2018: lgg levels elevated at 18.9 with polyclonal pattern autoantibody screen, rheumatoid factor and anti-ccp antibodies negative hla 827 negative inflammatory markers normal with esr 13mm/hr. Biochemistry, kidney and liver function normal fbc normal expect slight anemia with hb 113g/l but blood film otherwise normal; (date unknown): after essure removal tests came back negative [blood immunoglobulin g] on (B)(6) 2017: 16.63 g/l - range: 6.0-16.0 [rheumatoid factor] on (B)(6) 2018: negative [scan] on (B)(6) 2016: was nad [skin test] on (B)(6) 2019: nickel sensivity was negative. [Smear cervix] in (B)(6) 2014: borderline change but was hpv negative.; on (B)(6) 2016: bi-manual examination appeared the cervix normal.; on (B)(6) 2016: normal vagina and cervix with no obvious source for bleeding; candida but no symptoms.; in (B)(6) 2016: redness of the cervix and vagina but nil else obvious and a swab taken has been reported as nad again.; on (B)(6) 2016: culture: no bacterial growth candida sp. Isolated; neisseria gonorrheae not isolated. [Ultrasound scan vagina] (date unknown): normal size, anteverted uterus, both right and left essure devices are present. Normal appearance of both ovaries [x-ray] on (B)(6) 2018: normal (hands and feet). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain lower,hypersensitivity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history added .non drug treatment updated. Events abdominal pain lower, hypersensitivity added. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of heavy menstrual bleeding ("heavy and prolonged bleeding") and device breakage ("left side device removed in 2 pieces /right side in 2 pieces") in a 33 year-old female patient who had essure inserted (lot no. D30801) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("suspected small portion in left tube distally"). The patient had a medical history of post coital bleeding, bloating (oral contraceptive makes her feel bloated.) And vaginal bleeding in 2015 and anaemia, withdrawal bleeding, normal birth, eczema, dermatitis, low mood (oral contraceptive makes her feel lower mood.), constipation (oral contraceptive makes her feel constipated.) And handicapped child (daughter with special needs). She was fit and healthy. Previously administered products included: oral contraceptive nos. The patient had a family history of asthma and hay fever. Concurrent conditions were listed as menorrhagia and miscarriage (heavy bleed and passed clots ¿ treated for uti, sexual health clinic tests all negative.). The only concomitant product mentioned was rigevidon (28) (ethinylestradiol;levonorgestrel) for contraception until (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 185 days after essure insertion, she experienced post coital bleeding ("bleeding after sexual intercourse"). In 2016 she experienced genital haemorrhage ("two episodes of bleeding that lasted for almost 24 hours"). In (B)(6) 2017 she experienced rash ("skin rash all over her body"). On (B)(6) 2017 she experienced rash pruritic ("itchy rash / very itchy rash"). On (B)(6) 2017 she experienced allergy to metals ("allergic reaction / allergy symptoms /nickel allergy"). On (B)(6) 2017 she experienced urticaria ("allergic urticaria"). In 2017 she experienced arthralgia ("joint pains /suspected inflammatory arthritis/ pain and swelling in her joints") and peripheral swelling ("swelling of her hands and feet"). In (B)(6) 2018 she experienced joint swelling ("swelling of her finger joints / joint swelling"). On (B)(6) 2018 she experienced pain in extremity ("thumb pain / the pain has progressed to affect her right thumb"). On (B)(6) 2018 she experienced polyarthritis ("suspected inflammatory arthritis / inflammatory arthritis (disease activity score is 4.7) / inflammatory arthritis of wrists, fingers and toes"). On (B)(6) 2018 she experienced procedural nausea ("procedural nausea (during essure removal procedure)") and underwent bladder operation ("removal details: bladder drained"). On (B)(6) 2018 she experienced wound ("wound care "). On (B)(6) 2019 she experienced pruritus ("pruritus") and dry skin ("dry skin"). On (B)(6) 2019 she experienced dermatitis ("rash and other nonspecific skin eruption"). An unknown time later she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), device breakage (seriousness criterion medically important), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected / she struggles to open jars and bottles and to use a tin opener"), pelvic pain ("pain / localized pain"), coital bleeding ("bleeding after sex / 2 episodes of coital bleeding /. Abnormal bleeding (post-coital)"), fatigue ("constantly feeling tired"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic or hypersensitivity reaction") and abdominal pain lower ("pain, including chronic pain;"). The patient was treated with antihistamines, prednisolone, cimetidine, fexofenadine, dermol [clobetasol propionate], naproxen and codeine phosphate as well as surgery (bilateral laparoscopic removal of devices) and non-drug therapy (uvb light therapy three times a week for the next 8 weeks). At the time of the report, the heavy menstrual bleeding, post coital bleeding, rash, joint swelling, mobility decreased, dermatitis, urticaria, rash pruritic, pruritus and dry skin were resolving and the pelvic pain, allergy to metals, polyarthritis and dyspareunia had resolved. The outcomes for device breakage, procedural nausea, bladder operation, hypersensitivity and abdominal pain lower were unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, bladder operation, post coital bleeding, coital bleeding, dermatitis, device breakage, dry skin, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, joint swelling, mobility decreased, pain in extremity, pelvic pain, peripheral swelling, polyarthritis, procedural nausea, pruritus, rash, rash pruritic, urticaria and wound to be related to essure administration. No causality assessment was received for essure with regard to dyspareunia. The reporter commented: around (B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Product insertion date updated from (B)(6) 2015 to (B)(6) 2015. Discrepancy noted : product insertion date updated from 13 oct 2015 to 26 nov 2015 3 coils on left 2 coils on right. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2017: normal; on (B)(6) 2018: lgg levels elevated at 18.9 with polyclonal pattern autoantibody screen, rheumatoid factor and anti-ccp antibodies negative hla 827 negative inflammatory markers normal with esr 13mm/hr. Biochemistry, kidney and liver function normal fbc normal expect slight anemia with hb 113g/l but blood film otherwise normal; (date unknown): after essure removal tests came back negative [blood immunoglobulin g] on (B)(6) 2017: 16.63 g/l - range: 6.0-16.0 [rheumatoid factor] on (B)(6) 2018: negative [scan] on (B)(6) 2016: was nad [skin test] on (B)(6) 2019: nickel sensivity was negative. [Smear cervix] in august 2014: borderline change but was hpv negative.; on (B)(6) 2016: bi-manual examination appeared the cervix normal.; on (B)(6) 2016: normal vagina and cervix with no obvious source for bleeding; candida but no symptoms.; in (B)(6) 2016: redness of the cervix and vagina but nil else obvious and a swab taken has been reported as nad again.; on (B)(6) 2016: culture: no bacterial growth candida sp. Isolated; neisseria gonorrheae not isolated. [Ultrasound scan vagina] (date unknown): normal size, anteverted uterus, both right and left essure devices are present. Normal appearance of both ovaries [x-ray] on (B)(6) 2018: normal (hands and feet). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:abdominal pain lower,hypersensitivity. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Reporters information added. Patient medical history added .non drug treatment updated. Events abdominal pain lower, hypersensitivity added. (B)(6) 2023: primary reporter address updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and prolonged bleeding') in a 33-year-old female patient who had essure (batch no. D30801) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding on (B)(6) 2015, bloating (oral contraceptive makes her feel bloated.) On (B)(6) 2015, post coital bleeding on (B)(6) 2015, handicapped child (daughter with special needs), constipation (oral contraceptive makes her feel constipated.), low mood (oral contraceptive makes her feel lower mood.), dermatitis, eczema, normal birth and withdrawal bleeding. She was fit and healthy. Previously administered products included for an unreported indication: oral contraceptive. Family history included asthma and hay fever. Concomitant products included ethinylestradiol;levonorgestrel (rigevidon (28)) until (B)(6) 2016 for contraception. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced post coital bleeding ("bleeding after sexual intercourse"), 6 months 3 days after insertion of essure. In 2016, the patient experienced genital haemorrhage ("two episodes of bleeding that lasted for almost 24 hours"). In (B)(6) 2017, the patient experienced rash ("skin rash all over her body"). On (B)(6) 2017, the patient experienced rash pruritic ("itchy rash / very itchy rash"). On (B)(6) 2017, the patient experienced hypersensitivity ("allergic reaction / allergy symptoms"). On (B)(6) 2017, the patient experienced urticaria ("allergic urticaria"). In 2017, the patient experienced arthralgia ("joint pains ") and peripheral swelling ("swelling of her hands and feet"). In (B)(6) 2018, the patient experienced joint swelling ("swelling of her finger joints / joint swelling"). On (B)(6) 2018, the patient experienced pain in extremity ("thumb pain / the pain has progressed to affect her right thumb"). On (B)(6) 2018, the patient experienced polyarthritis ("suspected inflammatory arthritis / inflammatory arthritis (disease activity score is 4.7) / inflammatory arthritis of wrists, fingers and toes"). On (B)(6) 2018, the patient experienced procedural nausea ("procedural nausea (during essure removal procedure)") and underwent bladder operation ("removal details: bladder drained"). On (B)(6) 2018, the patient experienced wound ("wound care "). On (B)(6) 2019, the patient experienced pruritus ("pruritus") and dry skin ("dry skin"). On (B)(6) 2019, the patient experienced dermatitis ("rash and other nonspecific skin eruption"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected / she struggles to open jars and bottles and to use a tin opener"), pelvic pain ("pain / localized pain"), coital bleeding ("bleeding after sex / 2 episodes of coital bleeding"), fatigue ("constantly feeling tired") and dyspareunia ("dyspareunia"). The patient was treated with antihistamines, cimetidine, clobetasol propionate (dermol), codeine phosphate, fexofenadine, naproxen, prednisolone, surgery (laparoscopic removal of essure sterilization salpingectomy) and uvb light therapy three times a week for the next 8 weeks. Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, post coital bleeding, rash, joint swelling, mobility decreased, dermatitis, urticaria, rash pruritic, pruritus and dry skin was resolving, the pelvic pain, hypersensitivity, polyarthritis and dyspareunia had resolved and the procedural nausea and bladder operation outcome was unknown. The reporter provided no causality assessment for dyspareunia with essure. The reporter considered arthralgia, bladder operation, dermatitis, dry skin, fatigue, genital haemorrhage, hypersensitivity, joint swelling, menorrhagia, mobility decreased, pain in extremity, pelvic pain, peripheral swelling, polyarthritis, post coital bleeding, procedural nausea, pruritus, rash, rash pruritic, urticaria, wound and coital bleeding to be related to essure. The reporter commented: around (B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative; on (B)(6) 2017: normal; on (B)(6) 2018: lgg levels elevated at 18.9 with polyclonal pattern autoantibody screen, rheumatoid factor and anti-ccp antibodies negative hla 827 negative inflammatory markers normal with esr 13mm/hr. Biochemistry, kidney and liver function normal fbc normal expect slight anemia with hb 113g/l but blood film otherwise normal. Blood immunoglobulin g - on (B)(6) 2017: 16.63 g/l - range: 6.0-16.0. Rheumatoid factor - on (B)(6) 2018: negative. Scan - on (B)(6) 2016: was nad. Skin test - on (B)(6) 2019: nickel sensivity was negative.. Smear cervix - in (B)(6) 2014: borderline change but was hpv negative.; on (B)(6) 2016: bi-manual examination appeared the cervix normal.; on (B)(6) 2016: normal vagina and cervix with no obvious source for bleeding; candida but no symptoms.; in (B)(6) 2016: redness of the cervix and vagina but nil else obvious and a swab taken has been reported as nad again.; on (B)(6) 2016: culture: no bacterial growth candida sp. Isolated; neisseria gonorrheae not isolated. X-ray - on (B)(6) 2018: normal (hands and feet). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-mar-2021: new reporter (lawyer), new adverse event (dyspareunia), new as reported (localized pain, allergy symptoms) were provided. The outcome for the adverse events localized pain, dyspareunia and allergy symptoms were updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy and prolonged bleeding') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included handicapped child (daughter with special needs). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced rash generalised ("skin rash all over her body"). In (B)(6) 2018, the patient experienced joint swelling ("joint swelling"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding after sexual intercourse") and mobility decreased ("problems with mobility affecting her ability to care for herself and her daughter with special needs, ability to work was also affected"). The patient was treated with essure removal in (B)(6) 2018. At the time of the report, the menorrhagia, coital bleeding, rash generalised, joint swelling and mobility decreased was resolving. The reporter considered coital bleeding, joint swelling, menorrhagia, mobility decreased and rash generalised to be related to essure. The reporter commented: around (B)(6) 2017 plaintiff woke with a rash all over her body. She attended upon her gp (general practitioner)who assured her the rash was not essure related. By (B)(6) 2018 her joints had started to swell. She saw her gp and again queried essure. She had suffered symptoms including heavy and prolonged bleeding, bleedings after sexual intercourse, skin rashes, swelling of joints and problems with mobility affecting her ability to care for herself and her daughter with special needs. Her ability to work was also affected. She was referred to a gynaecologist and in (B)(6) 2018 she asked for the devices to be removed. Revision surgery took place at the end of 2018 and her health had significantly improved. Since removal the plaintiff had undergone allergy tests and they had come back negative. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: after essure removal tests came back negative. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.